Event description:
A (B)(6) male pt called zoll customer support to report that his monitor was displaying a service code 102. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) has been confirmed. Upon evaluation, the positive lead of high-voltage capacitor c22 was broken free from the pad on the monitor defibrillator board, which caused resistor r45 to be open. This resulted in the service code 102. The root cause for the broken c22 capacitor lead could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. No adverse event resulted from the damaged c22 capacitor. The pt received a replacement monitor.